Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device delivered inappropriate therapy after the patient played a contact sport. Programming changes were done. Patient condition is good.